Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported an x-ray was done in (B)(6) 2012. It indicated that the lead was intact and not broken.

Event description:
It was reported the patient had a possible broken lead and their lead and battery were changed on (B)(6) 2012. The patient had symptoms of increased nocturia, five times per night, and urinary frequency which was every 2 - 2.5 hours. It was stated the impedances measured on the device were greater than 4,000 ohms for electrode pairs including electrodes 0, 1, 2, and 3. It was noted there was a lead fracture and the patient recovered without sequelae on (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v517592, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).